Event description:
It was reported that the ilet displayed ¿connect cgm or enter bg¿ while in bg run mode after the user connected a new sensor and completed warm-up, indicating an intermittent communication failure between the ilet and the cgm sensor; the issue was resolved when the user rescanned the sensor and re-established connection, and the affected component was consistent with the antenna/electrical communication pathway. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between devices consistent with intermittent communication failure involving the electrical/antenna communication components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.